Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal segment of saphenous vein graft (svg) to first diagonal branch with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50x20mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest discomfort and was hospitalized on the same day. Patient's cardiac enzyme values were elevated and coronary angiography revealed high grade disease and 99% isr of the previously placed study stent in vein graft and proximal diagonal branch. Two days from admission, the high grade stenosis in svg to diagonal branch as well as proximal diagonal branch was treated with placement of 2.25x32mm and 2.75x28mm promus premier drug eluting stent in overlapping manner, with no residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.